Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The probable root causes are a component failure or a system set up. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the friend of a patient called in stating that the renasys go device is alarming blockage/canister full. Per clinical guidelines, walked the caller through troubleshooting techniques of resetting the device which re-established the continuous therapy troubleshooting techniques continued in regards to milking the tubing and checking the canister for blockage at the o-ring and opening. Both were clear. However, the blockage warning returned. The device was disconnected at the quick click connector and tethered capped the device side. The device went back to continuous therapy status. The caller was instructed that a dressing change was in order. No harm or injury reported a no further information available.